Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt experienced elevated blood glucose (value not provided) and vomiting on (B)(6) 2011. She bolused through the infusion device but was unable to lower her blood glucose. She was hospitalized from (B)(6) 2011 and the physician noticed the infusion set was leaking at the cannula housing. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The infusion set was requested to be returned for eval.